Event description:
Complainant alleged that the medics were attending a patient (age and gender unknown) who was in cardiac arrest. The medics attempted to defibrillate the patient once (joule setting unknown), but the stat pads multi-function electrodes arced. The medic reported that he was then unable to read the patient ECG, as there was artifact displayed on the device screen. The medics then obtained a second device and connected them to the same electrodes, but the artifact continued to be displayed. The medics then applied a fresh set of pads to the patient, and they were able to read the patient ECG rhythm. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction. Numerous attempts were made to obtain additional event and patient information. All attempts were unsuccessful.